Event description:
It was reported that the sys had a communication issue and had to reboot. This error may result in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.